Manufacturer narrative:
(B)(4). Device was not available for evaluation. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, coronary artery, while advancing the nc trek balloon dilatation catheter (bdc) on the non-abbott guide wire, anatomical resistance was met, a slight kink was felt and the proximal shaft of the bdc became broken. The device was removed and replaced without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.